Event description:
It was reported that pump insulin gauge displayed 0 units, which was much lower than caller¿s expected amount of 150 units, and caller experienced a fill estimate issue without any related alarms. There was no reported impact to the customer¿s blood glucose level. Caller had not previously removed air from cartridge, so technical support provided education on proper cartridge air removal and walked caller through filling and loading new cartridge, and caller declined test bolus and planned to monitor pump and follow up if needed.